Event description:
A customer reported experiencing intermittent occlusion alarms. There was no reported adverse impact to the customer. The customer changed the cartridge and infusion set and resumed insulin therapy.